Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide bent while performing the procedure. The md did not use it and the procedure was finished, without issue, using a new set.

Manufacturer narrative:
(B)(4). The customer returned one opened cs-24402 kit. The spring-wire guide was examined and two kinks were observed near the distal end. The length and outer diameter of the spring-wire guide were measured and found to be within specification. The kinks in the spring wire guide were located 41.7cm and 42.8cm from the proximal end. A manual tug test was performed on both welds and they were found to be intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provide suggested techniques and guidelines for the use of the product. The customer reported issue of the spring-wire guide kinking during use was confirmed during the sample investigation. Visual inspection was performed and two kinks were identified. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the spring wire guide bent while performing the procedure.the md did not use it and the procedure was finished, without issue, using a new set.